Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported receiving a shock. The patient was seen for a device check where it was found that the device had declared end of life (eol). The device had also recorded a error code which indicated that the device's charge time had been exceeded. Of note, the patient had not been seen for a device check in over a year. The patient was to be scheduled for a device change out at a future date. There were no adverse patient effects reported. The device remains in service.